Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said her device is not working as she has a skip in it when she tries to move it up. It goes from 0.4 to 0.9 and skips. No further complications were reported.